Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog. Serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported she wants her device removed because it has not worked for 6 months. Patient states doesn¿t think the device is doing anything and is actually hurting her back, protruding, and hurting depending which way patient is laying down. The patient also reported her remote has been unresponsive for about 6 months. Patient states she did not know they were replaced by aaa batteries. The patient was walked through how to turn off. Patient states she needs a MRI and needs to turn off ins for unrelated medical issues she has been having. The patient was going to purchase batteries for the remote.